Event description:
Upon further review, it has been determined that the previously reported event of "prosthesis ruptured" did not occur and belongs to the contra-lateral side record. There are no reportable events against the device. Record will be unreported.

Manufacturer narrative:
Corrected data: b2 b5 h6. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis ruptured". This record is for the left side . The device was explanted and replaced.